Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as ¿recurrent peritonitis¿ (no further detail was provided). The cause and outcome of the peritonitis were unknown. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, dianeal therapy was ongoing. No additional information is available.